Event description:
The customer reported a corneal burn that necessitated three sutures, attributing the injury to an issue with the flow of irrigation during the use of the handpiece. The customer also indicated that no additional patient intervention or injury was associated with the incident. This report is for the unknown phaco tip needle. Separate reports will be submitted for other products used during the event.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d4: lot#: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco tip is not an implantable device. Section h3: the phaco tip was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h11. Additional data: the customer was able to complete the procedure in same visit. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.